Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the product lot number. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, provided info states the surgeon elected to cut more tibia requiring a thicker insert. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of flexion contracture. Surgeon cut more femur.